Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump was exposed to water and is not working now. Their blood glucose is 96 mg/dl. They stated that they accidentally jumped in the pool with the pump and said that there are bubbles in the screen and the pump is not working. There is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. However, the device had moisture damage found on the lcd board. The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.